Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported event of the screen temporarily shut down. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation was unable to find any defect with the device.

Event description:
A user facility reported to olympus that, the visera elite ii video system center screen temporarily falls with no image. There was no harm or user injury reported due to the event.